Event description:
Philips received a complaint by the customer on the v60, indicating that ants were crawling out of the patient outlet. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the customer saw ants crawling out of the patient outlet. The device was removed from service. The remote service engineer (rse) advised the customer to disassemble the unit and remove unexpected debris in the device. The rse also advised the customer to disinfect inside the patient outlet port and ensure a bacteria filter was in place when on a patient. The rse then advised the customer to replace the flow sensor and the blower. Resolution and disposition are pending.

Manufacturer narrative:
Multiple attempts have been made on 09may2024, 20may2024, and 28may2024 to try to obtain further information about this case but no response was received from the customer. This file is closed and can be reopened if new information becomes available.